Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor not displaying the pump speed in the clinical screen and displaying odd text and graphics, was not confirmed when the unit was checked by technical service. The system monitor operated properly when checked. The main printed circuit board (pcb) assembly was replaced as a precaution. The system monitor was tested and returned to the customer. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in jul2016. The packaged system monitor (part number 1286) was placed into inventory on 08jul2016. The unit was shipped to the customer on 02aug2016. The unit was last serviced on 15feb2017 ¿ software version 7.32 was installed. Setup and use of the system monitor with the heartmate power module are documented in the heartmate 3 lvas instructions for use (IFU) (rev c p.4-6) and the heartmate power module IFU (rev b p.18 - setting up the system monitor for use with the power module. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was not functioning properly. The speed was blank and above the blank speed there were unusual characters. Unit was sent in for repair.